Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/side pain') in an adult female patient who had essure (batch no. B71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, urinary tract infection, pelvic pain female, dysmenorrhea, menorrhagia, cystoscopy and drug delivery device placement. Exam: hysterosalpingogram (hsg) result: not reported. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems:anxiety"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the vulvovaginal mycotic infection, dysmenorrhoea, anxiety, tooth disorder, vaginal discharge and dyspareunia outcome was unknown and the pain in extremity had resolved. The reporter considered anxiety, back pain, dysmenorrhoea, dyspareunia, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: 4 left coils 3 right coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: not provided. Batch no (B)(6), production date 2013-09-13, expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/side pain') in an adult female patient who had essure (batch no. B71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, urinary tract infection, pelvic pain female, dysmenorrhea, menorrhagia, cystoscopy and drug delivery device placement. Exam: hysterosalpingogram (hsg) result: not reported. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems:anxiety"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the vulvovaginal mycotic infection, dysmenorrhoea, anxiety, tooth disorder, vaginal discharge and dyspareunia outcome was unknown and the pain in extremity had resolved. The reporter considered anxiety, back pain, dysmenorrhoea, dyspareunia, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: 4 left coils 3 right coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: not provided. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received: lot number, lab data, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/side pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: exam: hysterosalpingogram (hsg). Result: not reported. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems:anxiety"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the vulvovaginal mycotic infection, dysmenorrhoea, anxiety, tooth disorder, vaginal discharge and dyspareunia outcome was unknown and the pain in extremity had resolved. The reporter considered anxiety, back pain, dysmenorrhoea, dyspareunia, pain in extremity, pelvic pain, tooth disorder, vaginal discharge and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received- new events yeast infection, anxiety, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, leg pain, back pain were added. Event injury updated to pelvic pain. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.